Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the foot pedal due to error. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of error m-1c is attributed to the user exceeding the maximum energy activation time of 35 seconds. This issue can be resolved by releasing the energy activation pedal and reactivating if additional energy is required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) that an error was observed while trying to use the foot pedals. The customer reported an error m-10 prompting the customer to release the foot switch and the customer confirmed the external pedals were not being depressed. The customer rebooted the integrated electrosurgical unit (iesu) or erbe and it powered on with error m-12. Tse advised to disconnect the external foot pedals from the erbe to allow the surgeon to use energy from the console. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that there were two separate issues in this case and the same vision side cart (vsc) was used for the case and for the adhesion takedown a separate third-party generator was used.